Event description:
It was reported that the patient had to charge the ipg frequently. The patient underwent ipg replacement procedure for an MRI compatible one and was doing well postoperatively. The explanted ipg was not returned due to facility policy.